Manufacturer narrative:
Although the device used in the reported incident has been returned by the end user, the manufacturer has not yet performed a device evaluation. Therefore, a failure analysis is not yet available. Upon completion of the investigation, a follow-up medwatch will be submitted. The reported event is not occurring more frequently or with greater severity than is usual for the device.

Event description:
As reported by a distributor in, that during a procedure, the end user hospital indicated that a coronary manifold was leaking at the male rotating adaptor and allowing air to be pulled into the system. No air injection or patient injury occurred. The procedure was completed with another device. The sample has been returned for evaluation.